Event description:
It was reported that the ventilator genereted an alarm for high airway pressure. There was no patient harm. Manufacturer´s ref #: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for high pressure. Our service engineer was on site to investigate the issue. The o2 and air pressures found at 4,7 bar. The ventilator operates between 2 to 6 bar, it was figured out that hopspitals gas supply delivered pressure more than 6 bar which caused the reported alarms. No parts replaced in the system and logs are not provided. The ventilator passed all the functional tests and returned to clinical use. There was no ventilator malfunction.